Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
Implant failure after spondylodesis after lwk2 on lwk4 with secondary dislocation of the inserted obelisc pro cage after lwk3 fracture. A piece of the obelisc cage broke off and the cage was removed in a revision surgery.